Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that at a refill they expected to get back 8ml and actually pulled back 20ml. No symptoms were reported. The doctor refilled the pump and will check at the next refill to see if there are any issues. The rep reported they think the patient could be using dilaudid in the pump. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B )(6) 2016. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. The cause of the volume discrepancy was not determined. The patient's weight was not available. No further complications were reported.